Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2020-jan-13. It was reported that the implantable neurostimulator (ins) pocket was revised on the day of the report and impedances were normal. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had burning in the pocket. No known external or patient factors were reported that may have contributed to the issue. Impedances were normal and there was no redness or swelling noted at the pocket area. The patient mentioned that the burning occurs when the implant was on and off. The patient was referred to their healthcare provider to have the pocket evaluated and the issue was not resolved at the time of the report.